Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, patient presented with abdominal pain. Subsequent, CT revealed the filter tilted by approximately 30 degrees and two of the left lateral struts were perforating the wall of the ivc approximating the abdominal aorta. Therefore, the investigation is confirmed for positioning issue, perforation of the ivc and filter tilt. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed after an attempted but unsuccessful open abdominal procedure. The current status of the patient is unknown.